Manufacturer narrative:
(B)(4). D10: cat# 00877602802 lot# 3244004 rev ceramic hd 6 deg 28x0. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip procedure. The patient was revised for a second time approximately 3 months later due to a disassociation between the bearing and head of a dual mobility construct. Attempts have been made and no further information has been provided.